Event description:
It was reported the patient experienced a myocardial infarction coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.